Event description:
Procedure type: urological/gynecological. According to the rptr: the pt underwent surgery for treatment of pelvic organ prolapsed, stressed urinary incontinence and other symptoms. Allegedly, the pt experienced pain, injury and will likely undergo corrective surgery.

Manufacturer narrative:
(B)(4). MDR ref #: 9617613-2011-00060 (pelvicol). Note: this report corresponds with bard's report (B)(4) for a "uretex".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent surgery for treatment of pelvic organ prolapsed, stress urinary incontinence and other symptoms. Allegedly, the patient experienced pain, injury and will likely undergo corrective surgery. The indication for implantation of transvaginal mesh in this patient was third-degree cystocele genuine stress urinary incontinence. Procedure: underwent anterior and posterior colporrhaphy with placement of anterior pelvicol graft and uretex vaginal sling placement under spinal anesthesia. Complications post pelvicol and uretex implant: bodily injuries resulted from implantation of the pelvic mesh ¿urinary incontinence, urinary tract infections (utis), vaginal infection, intercourse was extremely painful, bleeding from scar tissue, poor pressure with urination, it takes several minutes to empty her bladder, chronic blood in her urine, lower back pain, and pain down over her left leg.